Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, the atrial set-screw was unable to be loosened. A surgical drill was used to remove the set-screw, but it damaged the atrial lead. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic during the procedure and was doing well in the recovery room after the case.